Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent (des) was advanced for treatment; however, it failed to cross the lesion. After removal of the device, it was observed that distal edge was lifted. The device was completely removed and the procedure was completed with a 2.5x38 synergy des. No patient complications nor injuries were reported.